Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for this event. The cause of peritonitis was unknown. Treatment was not reported. On an unreported date, the patient recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the event. The patient was treated with heracillin (duration ¿ seven days, dose, route, frequency not reported) and ciprofloxacin (duration ¿ seven days, dose, route, frequency not reported) for peritonitis. Seven days after admission, the patient was discharged from the hospital. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Date of event: the exact date of the event was not provided; it was reported to have occurred in (B)(6) 2014. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.